Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the blade on the endowrist one vessel sealer instrument was stuck outside of the jaws of the instrument. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm or injury involving the reported instrument. Due to the patient anatomical issues, the surgeon made the decision to complete the procedure using open surgical techniques. On (B)(4) 2014, intuitive surgical, inc. Contacted the site's robotic coordinator who initially reported this complaint. According to the robotics coordinator, during use of the one vessel sealer instrument, the error message blade exposed was observed. The site attempted to retract the blade; however, the issue was not resolved. The robotics coordinator indicated that during the surgical procedure, it was discovered that the a patient's bowel was densely adherent to the side wall, thus the surgeon decided to complete the procedure using open surgical techniques.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's blade is dislodged. The blade is exposed approximately .436 between the grips. The blade and blade track are free of bio debris. The blade cable and blade are not bent. Failure analysis investigation found the following additional damages to the instrument: the instrument's snake wrist is dislodged at one of the male and female disks preventing the instrument from functioning correctly. The instrument was not test driven due to the instrument's snake wrist is dislodged. It was concluded that the damage to the wrist was likely due to mishandling/misuse. The instrument housing levers are missing from their proper location and were tapped to the housing. It was concluded that the damage to the instrument's housing was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of the dislodged snake wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.